Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils and a non-penumbra microcatheter and a guidewire. During the procedure, the physician successfully implanted a ruby coil in the target vessel using the microcatheter. Next, a new ruby coil would not advance out of its introducer sheath. Therefore, the ruby coil was removed. The physician then advanced a third ruby coil through the microcatheter; however, the ruby coil unintentionally detached into another vessel. Therefore, the detached ruby coil was removed using a snare device. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right portal vein using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted a ruby coil in the target vessel using the microcatheter. A new ruby coil would not advance out of its introducer sheath. Therefore, the ruby coil was removed. The physician then advanced a third ruby coil through the microcatheter. Subsequently, the ruby coil unintentionally detached and migrated to the left portal vein. The detached ruby coil was removed using a snare device. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were being updated based on additional information provided by a penumbra sales representative on 08/23/2022: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Device code 2 h3 other text : placeholder.